Event description:
The customer reported the device had a keypad issue. It was reported there was no patient involvement.

Manufacturer narrative:
Correction h1.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 22 jan 2018 to present date 10 nov 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a keypad issue. It was reported there was no patient involvement.